Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Nurse reported that they had a patient that had, what they think, was an alleged reaction to the sterile drape. The nurse stated that the patient developed a diffuse rash, became hypotensive and sob within 15 minutes of the drape being applied. The alleged rash started at the patient's chin and extended down to her feet. Nurse reported that the patient was immediately given IV steroids, an h2 blocker and fluids and subsequently did fine.